Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information not available.

Event description:
It was reported that the device had alarms "check IV set". Found upper pressure sensor defective. Replaced pressure sensor and completed pm using bd carefusion software. Passed all checks. Although requested further information not available.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 02jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the device had alarms check IV set was not determined because no product or device logs were returned. The reported issue that the device had alarms check IV set could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes.

Event description:
It was reported that the device had alarms "check IV set". Found upper pressure sensor defective. Replaced pressure sensor and completed pm using bd carefusion software. Passed all checks. Although requested further information not available.